Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set experienced component separation. The following information was provided by the initial reporter: tubing detached from access port.

Manufacturer narrative:
H.6. Investigation summary: a sample was received and tested by our quality team. The set was clearly separated upon receipt which verified the customer's complaint. Due to the microbore tubing being filled with blood even after a thorough decontamination, the investigation was somewhat limited. The root cause is a lack of solvent at time of assembly, a shallow insertion of tubing into smart site at time of assembly. The manufacturer was notified and they confirmed that this is a very rare issue that is unlikely to occur in the future. A device history record review for model 20039e lot number 21085557 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14aug2021. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. H3 other text : see h.10.

Event description:
It was reported that the bd alaris smartsite extension set experienced component separation. The following information was provided by the initial reporter: tubing detached from access port.